Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2026 due to nonunion. Additional information from the surgeon indicates the nonunion is related to the patient's poor bone quality. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the available information, the most likely cause of the reported event is the patient's poor bone quality. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same removal surgery was reported in 3011623994-2026-00123.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2026 due to nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.